Event description:
The implantable neurostimulator (ins) was in a por (power on reset) condition. The physician reported that the pt may have been exposed to strong emi from a medical procedure. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).